Event description:
It was reported that a bent needle was found before use with a needle 22x1-1/4 eclipse. The following information was provided by the initial reporter, "needle with crumpled tip, bent bevel."

Manufacturer narrative:
H.6. Investigation: batch history analysis (DHR) and maintenance records were reviewed and no deviation in quality or maintenance was found related to this lot and method of failure. We received a sample sent by the client for evaluation, so it was possible to conduct an investigation, confirm a claim for the defect and determine the probable root cause. The probable cause of the defect is related to a mechanical failure of the needle assembly machine and cannula guard mounting device. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bent needle was found before use with a needle 22x1-1/4 eclipse. The following information was provided by the initial reporter, "needle with crumpled tip, bent bevel."